Event description:
Procedure: sigmoidectomy. According to the report: when removing the security lock, it breaks. The device cut but just stapled the proximal section not the distal section, and the staples fell off into the patient's cavity. To solve this incident, a pelvic colostomy was performed.